Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3093-28, lot # v174650, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
The patient reported seeing the poor communication screen with and without the antenna plugged in, beginning on (B)(6) 2015. The patient also noted she stopped feeling stimulation on the same day. It was reviewed that the implantable neurostimulator is 7 years old and could possibly be depleted, so the patient was advised to see her physician. The patient's indication for use is urinary dysfunction/sacral nerve stimulation. Follow has been attempted to obtain additional information about troubleshooting and outcome. If additional information becomes available, a supplemental report will be filed.